Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic assisted radical gastrectomy procedure, the stapler could not be closed properly. The case was completed using a new device. No patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.